Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at his scs ipg pocket site and reported the pocket site was "too big". As a result, the patient's scs system was explanted. It was also reported that during the surgery, the pocket site was found to be infected. The patient received antibiotics and as of (B)(6) 2016 was "better now".